Event description:
During hip fracture repair, the stainless steel screw-on tip of the suction was noted to be missing. Search for the tip prior to surgery completion was unsuccessful. Post-operative film showed the tip in the femur shaft. No adverse outcome to date.